Event description:
It was reported that customer experienced continuous glucose monitor error and failed sensor message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, and successfully started new sensor session, and support advised customer to continue monitoring and call back if issue reoccurred.